Event description:
It was reported that the user experienced difficulty connecting a freestyle libre 3 plus sensor to the ilet app, received a scan error, and was unable to rescan or reinstall due to missing login credentials; troubleshooting and education were completed, the user was advised to start a new sensor, and the issue reflected an intermittent communication failure associated with electrical components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet app consistent with intermittent communication failure involving electrical and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.